Event description:
A report was received that a patient had been burned while trying to charge his ipg. The patient experienced pain and redness. The burn was approximately the size of the charger and was located on the patient's hip. The patient did not seek any medical treatment for the burn, and the burn has since healed.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because, the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn is no longer manufactures or distributes charger 1.0 devices. This is the final report.